Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 3. There was marked thinning of cusp tissue and loss of collagen at the tear sites. Cusp 2 contained an incised area near the base of the cusp that may have been an artifact of explant. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, a mitral valve replacement was performed and this 25 mm sjm epic valve was implanted. In (B)(6) 2015, an echo revealed severe mitral regurgitation, presumed secondary to valve dysfunction. On (B)(6) 2016, this epic valve was explanted and replaced with a 25 mm sorin bicarbon mechanical valve. Upon explant, a tear was observed on the cusp of p1 position. The cusp of p3 was reportedly torn during the explant procedure.